Event description:
Perforated bowel. The pt has a history of asthma and who is morbidly obese. Underwent an incisional hernia repair for a large fascial defect. The operational was uneventful. The pt recovered from surgery without event and resumed normal diet and activity. On the 5th post-operative day the pt began complaining of nausea and abdominal pain and later in the day was noted to have green colored drainage from the drain site. The pt was taken immediately to the or for exploration. The treating physician discovered that the pt had peritonitis that likely was due to a small bowel perforation. Was further suggested that the small bowel perforation was due to a tear found in the mesh. After closing the perforation and extensive abdominal irrigation, a new piece of plain polypropylene mesh was placed. The wound was left open to heal by secondary intention. The pt was taken to the ICU. The pt is recovering well. The pt was discharged in jan 2001 and expected to have a full recovery. The treating physician assessed the event as probably related to sepramesh.